Event description:
It was reported that prior to an unknown procedure the stopcock fell off from trocar upon opening of packaging. Device will be returned.

Manufacturer narrative:
Information anticipated, but unavailable at this time.